Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the left monitor was not updating the image properly and the system was rendered unusable as a result. There is no report of patient injury.